Manufacturer narrative:
Further investigation and interviews indicate there weren't any extension cords run to the vehicle, and the device was not being charged as originally reported. Inspection of the device and scene shown all damages to the device appearing to have originated from an external source. Damages sustained to the device were all located to the outside left of the device, with signs of the initial ignition point as being in/around the motor vehicle drivers seating. No signs of any electrical wiring, batteries, or component failure having occurred on the power wheelchair, with all damages to the power wheelchair being external.

Event description:
Report claims as the end-user was sleeping in their device while being under charge, the device reportedly caught aflame resulting in injuries requiring medical intervention to address.

Manufacturer narrative:
Report claims the end-user was sleeping in the m5 corpus power wheelchair while inside their transport vehicle. Reports while the device was in the motor vehicle, an extension cord was run from the residence, to the van, to charge the batteries. Report claims at some point, the power wheelchair caught aflame causing burns to the end-users right leg and buttock requiring skin graphs to address. The end-user reported they had nothing else plugged in at the time other than the charger, and they assume the batteries in the chair ignited. At this time the device has not been made available for inspection to confirm a product malfunction had occurred, thus permobil is unable to reach a determination as to cause. If any new information is received, a follow-up report will be submitted.